Event description:
User facility medwatch received that states the right ventricular lead exhibited oversensing noise. There was pacing inhibition on the right atrial lead, and the patient experienced and asystole. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.